Manufacturer narrative:
Other relevant device(s) are: product: 9735737. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an electrode and probe placement procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by less than one hour. It was reported that the site was off during a nexframe imaging device case. They had lined up and after placing the lead, they were 2.5mm medial. They re-adjusted and spun, but were still sitting medial to the target. After another adjust and spin they were able to place the lead. They were suspending breathing during the spins. The medtronic representative confirmed that after prepping the patient, a scan was performed and merged and this time touching landmarks on the patients head showed to be more accurate. The surgeon then aligned to target. This showed the entry point was about 5 mm off of the planned entry. This trajectory was reviewed and deemed to be safe. Once aligned, the entry was reset and a to e alignment is performed. Dbs cannula was inserted with the tip of the cannula deliberately stopped just above the bottom of the ventricle ( about 9 mm above target) to check accuracy prior to puncturing the bottom of the ventricle. The imaging device scan was obtained and merged back which showed the cannula to be 2.5 off. Slightly medial and anterior. The cannula was withdrawn and inserted into the post lumen and a new scan was acquired and merged. This still showed about 2 mm off medially so the surgeon removed the cannula put the center lumen adaptor into an x formation and put the cannula down the post lateral track. A new scan was taken. Accuracy showed slight closer to original plan but still off by mm medially. The surgeon felt this would be have to be close enough. The cannula was fully inserted the rest of the 9 mm. The lead was positioned and the cannula was withdrawn slightly, a new scan was taken to see where the contacts of the lead were located and the lead was locked into place. Because both bases were able to be attached at the same time in the beginning, the site was able to go the left side and start aligning to target without another registration scan since the reference frame was not moved. Target was aligned and entry point was only about 3 mm off of entry. Entry was reset and a to e was performed. The cannula was inserted to 9 mm above bottom of cannula and a scan was taken. Accuracy showed just under 2 mm medial so the surgeon advanced the cannula to target, lead was placed, cannula was withdrawn slightly and final scan was taken to check contact locations. It was noted that there were approximately 6-7 people in the room at the time of this issue. Side note: during the stage 2 following the case, the right dbs lead was damaged by the surgeon as she pulled in the lead end cap to expose it. So the site had to put the nexframe back on the right side, get a new registration scan to align to target the original target and the cannula was put all the way to target. Lead was placed, cannula was slightly withdrawn and a final scan was taken to check the contact location. Stage 2 was then completed. One thing that the surgeon did slightly different then usual in the right side was she placed the cannula on the surface of the dura and touched it with the bovie to make a small opening to try to reduce air being introduced into the brain. There is a chance that if the dura or pia was not opened all do the way then it ¿could¿ push on the cannula slightly and cause some of the deviation. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there were approximately 6-7 people in the room during the time of the procedure.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported instance is tracked through software anomaly tracking database and references to this case have been added to that record. If information is provided in the future, a supplemental report will be issued.